Manufacturer narrative:
Device received with operating currents within spec. Unit passed functional testing including the self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08715 inches.

Event description:
The customer reported via phone call that the customer was hospitalized due to the high blood glucose level (B)(6) 2018. The customer¿s blood glucose level at the time of the incident was 500 mg/dl. The customer¿s current blood glucose level was 500 mg/dl. The customer was treated with intravenous insulin drip and manual injections. Customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.